Event description:
It was reported that the patient presented during clinical follow-up post implant procedure. Upon interrogation, it as noted that the atrial lead exhibited decreased p wave amplitude and high capture threshold. Dislodgement was suspected. The reported lead was repositioned on (B)(6) 2022. The patient was in stable condition.